Event description:
It was reported that the patients lead had migrated. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5116488/5116451/5116486. UDI: (B)(4). Product family: 559576. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 559576. UDI: (B)(4).